Event description:
A customer reported to beckman coulter inc (bec) that there was a burning smell coming from coulter lh750 slidemaker instrument. There were no flames, arcing or shock. Fire extinguisher was not used, nor was the fire department called. It is unknown if the customer has an exposure control or risk management plan in place. There was no impact on patient samples or results. The customer did not seek medical attention.

Manufacturer narrative:
The field service engineer (fse) was informed by the customer that the issue was resolved by cleaning the slidemaker's dryer/heater filter. No further burning smell has occurred since the filter was cleaned. Root cause of the burning smell was the slidemaker's dryer/heater filter. Bec internal identifier for this complaint is (B)(4).